Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the laser system. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported following successful completion of the capsulotomy, lens treatment, and primary incision, the surgeon noted zonular dehiscence under the secondary incision during irrigation and aspiration. There was also a tear toward ninety degrees at the capsulotomy but was not sure if the tear extended toward the back of the capsule. A three piece intraocular lens was inserted to avoid any potential problems with zonules or tears. The patient tolerated the procedure well.